Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic stomach resection procedure, when resecting the stomach, the stapler blade got stuck halfway through and refused to move further. The staple line was perfectly formed until the place where the blade got stuck, where a couple of staples did not close correctly. The reload was unloaded and replaced with another one with same lot number but the blade got stuck again. Procedural time extended 40 minutes as the loads were replaced. The device was then replaced by another product to resolve the issue. There was no patient injury.